Event description:
Information received indicates the left intermediate siderail will not stay latched.

Manufacturer narrative:
The technician found fluid in the latch mechanism. The technician cleaned and lubricated the latch to repair the bed.